Event description:
Complainant alleged that while attempting to defibrillate a pt. The device may not have delivered the full amount of energy to the pt using defib pads. The device was charged to 120 joules on the first shock attempt made to pt; however the pt did not show adequate muscle reaction. The device was charged to 150 joules on the second attempt; the device reportedly discharged 150 joules to the pt. The clinicians made third and fourth shock attempts, however the pt did not show adequate muscle reaction. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. Attempts to aquire the ECG print out from the event were made, however the customer indicated that the ECG print outs were subsequently discarded.